Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a patient interface had negative pressure lost while making the flap. The patient interface was exchanged and the procedure was completed with no patient harm.

Manufacturer narrative:
Additional information requested but has not been received. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).